Event description:
It was reported that the balloon expandable stent dislodged; however, it is unknown if the stent dislodged in the patient or prior to insertion. No patient injury was reported.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only event reported to date for this lot number for this failure mode. The catheter was returned. The stent was not on the balloon or returned for eval. Under a microscope (15x), the balloon appeared to have dried contrast within and the stent crimp impressions were present which indicate that a stent was present on the balloon prior to inflation. Based upon the returned condition of the sample, the complaint investigation is confirmed for a stent detachment from the balloon. Although the balloon was returned inflated/deflated, it is unk when or where the stent detachment occurred. Based upon the available info, the definitive root cause for this event is unk. The current IFU (instructions for use) states: warnings ¿ if resistance occurs during movement through the sheath. Guiding catheter, the stent/catheter should be withdrawn carefully- during implantation, if resistance occurs after the stent has exited the sheath/guiding catheter or if the stent cannot be delivered to the target location, attempts to retract the stent/catheter into the sheath/guiding catheter may result in dislodgement and embolization of the stent. The stent/catheter/sheath/guiding catheter should be removed as a single unit. The stent cannot be re-positioned after it is fully deployed.